Event description:
Received a loaner tray for a spinal fusion surgery. During pre-surgical inspection, staff noted trays to have black specks (were able to scrape off). Staff removed instruments from the main pan, second tray, and placed in our own trays. Photographs taken and available. Sales representative will be notified of tray condition.